Event description:
It was reported that a patient underwent an ablation procedure with a thermocool smarttouch sf catheter for which biosense webster¿s product analysis lab (pal) identified a separation between the pebax and the second electrode. From the first ablation using the catheter, contact force increased rapidly as soon as ablation started. No error code. No abnormality in catheter display, etc. Reconnected the thermocool smarttouch sf catheter and cable, replaced cable and catheter, but the issue was not resolved. Replaced the cable (second cable), restarted the generator, restarted the patient interface unit (piu), and reapplied a new indifferent electrode, but the issue was not resolved. Replacing the smart touch sf catheter with another new one (second one) resolved the issue. The procedure was continued. The procedure was completed without patient consequence. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 24-oct-2024, observed reddish material presumably blood and a separation between the pebax and the second electrode. The event was originally considered non-reportable, however, bwi became aware of a separation between the pebax and the second electrode on 24-oct-2024 and have assessed this returned condition as reportable.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 03-oct-2024. The device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and screening test of the returned device were performed following johnson & johnson medtech procedures. Visual analysis revealed reddish material presumably blood and a separation between the pebax and the second electrode. A screening test was performed and an error 106 was observed due to an open circuit in the tip area. Due to this condition, the adhesive application was inspected and insufficient adhesive was observed on the wires inside the tip; this could be related to the open circuit observed; however, this cannot be conclusively determined. A manufacturing record evaluation was performed for the finished device, and no internal action was found during the review. The force issue reported by the customer was confirmed. The root cause of the adhesive condition and damage observed in the pebax was related to the manufacturing process. The blood and damage observed in the pebax were not reported by the customer. The catheter and carto 3 system instructions for use states: do not scrub or twist the distal tip electrode during cleaning. He force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Internal corrective actions have been opened to address manufacturing opportunities related to the force sensor sleeve insolation to prevent fluids to get inside into the device, and optimization actions regarding force sensor error 106. Explanation of codes: investigation findings: mechanical problem identified (c07) / investigation conclusions: cause traced to manufacturing (d03) / component code: sleeve (g04115) were selected as related to the biosense webster inc. Analysis finding of the ¿reddish material presumably blood and a separation between the pebax and the second electrode¿. -investigation findings: manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03) / component code: sleeve (g04115) were selected as related to the customer¿s reported ¿force¿ issue. Investigation findings: manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03) / component code: adhesive (g0405201) were selected as related to the customer¿s reported ¿force¿ issue. In addition, biosense webster inc. Analysis finding of the ¿insufficient adhesive¿. Investigation findings: open circuit (c0205) / investigation conclusions: cause traced to manufacturing (d03) / component code: sensor (g03012) were selected as related to the customer¿s reported ¿force¿ issue. In addition, biosense webster, inc. Analysis finding of the ¿open circuit in the tip area¿. Manufacturer¿s reference number: (B)(4).